Manufacturer narrative:
This report is being submitted to correct the evaluation results code grid and conclusion code grid.

Event description:
A bipap a30 device was returned to a third-party service center for service with no initial alleged complaint. The device was not in use on a patient at the time of the occurrence. During the evaluation of the device, the service technician observed a ventilator inoperative error code e045 (3 reboots occurred within 24 hours). Additionally, the service technician noted additional findings of dust/dirt/tobacco contamination and had a damaged warning label. The device data identified additional unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped by the service center after the evaluation was completed.